Event description:
It was reported that the patient, implanted with this (B)(6) left bundle branch area pacing (lbbap) left ventricular (lv) lead, experienced a 15-second pause while in the operating room for a right arm fistula implant procedure. It was noted that the right ventricular (rv) defibrillation lead was programmed to minimum voltage and pulse width. There was no non-sustained ventricular tachycardia (nsvt) episode to suggest any noise or oversensing. Technical services (ts) discussed troubleshooting options and possible causes. It was suspected that there was lv non-capture without rv back up pacing due to sub-threshold rv programming. This lv lead remains in service. No additional adverse patient effects were reported. Additional information received reported that asystole was observed on the strip from the procedure, but the lead was capturing when the patient was seen later for a device check. Rv lead outputs were turned up and had been previously set to 0.1 v@ 0.1 ms to promote lbb capture. The patient was seen in-clinic a week later, and the crt-d system was operating as expected. This system remains in service. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).